Event description:
It was reported via a poster presentation at the 113th annual meeting of the japanese urological association that a 73-year-old patient underwent water vapor thermal therapy, during which four injections were administered to each lateral lobe and one injection to the median lobe. One day after the procedure, the patient experienced bloody stools. A computed tomography (CT) scan showed rectal thickening, and colonoscopy revealed erythema and edema. Biopsy findings confirmed ischemic proctitis. It was noted that the patient's symptoms improved after two days of fasting. The patient had a history of colorectal surgery. No device malfunction or performance issue was reported.

Manufacturer narrative:
Additional manufacturer narrative: b3 - date of event was not provided, estimated date entered.